Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The root cause for this incident is undetermined. A batch review was performed on the reported batch with no abnormality observed. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This event is associated with manufacturer report number: 1423500-2010-02745.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritoneal cloudy effluent in a male patient coincident with dianeal n therapy. On (B)(6) 2010, the patient began treatment with dianeal n 1.5% intraperitoneally (ip). On (B)(6) 2010, the patient had peritoneal cloudy effluent. No treatment was given to the patient. On (B)(6) 2010, the patient was recovered from the event. His pd therapy was ongoing. Per the physician, the event was non-serious and the event was possibly related to both dianeal n and medical devices (uv transfer set, pd catheter, and apd set).